Event description:
"During surgery for a laparoscopic tubal ligation there was noted to be a large hematoma overlying the transverse colon at the site of the entry below the veress needle. Mini-laparotomy with partial omentectomy performed. Pt returned to the operating room 10 days later for perforation of the transverse colon." Pt status: "pt has not returned to work as of today."

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56. If we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.